Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-59: improper storage conditions. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure a resolution to the complaint that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 70 and 93 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. Customer stated she compared her meter to another device and the her meter read lower; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/21/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(4).